Manufacturer narrative:
The patient returned the meter for investigation. The returned meter was tested with the current master lot strips and a high level control. All measurements were without error messages. Testing results: qc 1: 2.5 inr; qc 2: 2.4 inr; qc 3: 2.4 inr. The obtained qc values were in the allowed range. All measurements were without error messages. The maximum difference between measurements was 4.0 %. The returned material and the retention material meet specifications.

Manufacturer narrative:
A specific root cause could not be determined as no product was received for further investigation. No information was provided in the complaint case that would point to a cause for the result discrepancy or the error messages. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The initial result was 6.1 inr. Two repeat tests were performed with strip lot 19449221 and both results were 2.9 inr. There was no allegation of an adverse event. The customer had no antiphospholipid antibodies or anemia. The therapeutic range was 2.0- 3.0 inr. The suspect meter and strips were requested to be returned for further investigation. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.